Event description:
I received a bilateral mastectomy on (B)(6) 2013. I had expanders then reconstruction surgery in (B)(6) 2013 with allergan textured implants. (B)(6) 2014 the right implant was revised and replaced again with allergan. I have not worked full time since (B)(6) 2015 because debilitating symptoms including chronic fatigue and pain, cognitive issues and fibromyalgia which was diagnosed in (B)(6) of this year. FDA safety report ID# (B)(4).